Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. A burst was noted on the sac of the sample with missing pieces. The missing pieces were not returned for evaluation. The evaluation could not be completely performed due to poor sample condition. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]" Patient code: 2564.

Event description:
It was reported that it was difficult to deflate the foley catheter balloon on the 21st day after placement. The catheter was allegedly removed by percutaneous puncture, and a broken fragment of the balloon later came out through urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the foley catheter balloon on the 21st day after placement. The catheter was allegedly removed by percutaneous puncture, and a broken fragment of the balloon later came out through urine.